Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The reported issue could not be replicated or confirmed. No broken cables were observed during the visual inspection. The instrument articulated as expected during manual articulation and the grips opened and closed properly. Additionally, the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Follow up was performed with the initial reporter who noted that the instrument did not appear melted or burned, and no arcing observed during the procedure. It was also confirmed that the patient did not experience any injury or adverse event during or after the surgical procedure. Correction: remove isifa2024-08-r from h9.

Event description:
Refer to h11 for follow-up information.